Event description:
It was reported that the device displayed and eri message. Battery data was higher than the one expected for eri. An eri reset was performed and the device was left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.